Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and ketone level was 4.7 mmol/l; cause was not known. Customer delivered a bolus and customer did not eat in order to address bg. Customer had a headache, was dizzy and vomited. Customer was transported via ambulance and admitted to the hospital. Customer was treated with insulin injections, a water drip for dehydration and anti-nausea medication. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2020 with no permanent injury.